Manufacturer narrative:
The customer contacted the siemens customer care center regarding a discordant low leukocyte (wbc) result. Siemens investigation determined the cause of the discordant low leukocyte (wbc) result was due to a clot in the patient sample. Laboratory criteria (hemoglobin <8g/dl and platelets<100g/l) regarding clots in the patient sample tube were not met. Therefore, the flagged wbc result was released to the physician. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A blood sample from an (B)(6) (female) patient with cancer ("digestive") was run on the advia 2120i with dual aspirate autosampler (daa) on (B)(6) 2017. A discordant low leukocyte (white blood cell (wbc)) result of 1.77 x 10^9 cells/l was generated, flagged, and reported to the physician. The physician questioned the result. On (B)(6) 2017, the same patient sample was re-run twice on another advia 2120i with daa yielding similar discordant low leukocyte results: 1.70 x 10^9 cells/l and 1.87 x 10^9 cells/l. These results were not reported to the physician. A different laboratory using a different sample was run on a different system (sysmex) on (B)(6) 2017 and a leukocyte result of 6.32 x10^9 cells/l was generated and reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant low leukocyte (wbc) result.